Event description:
A product liability claim was raised. It is reported that the patient received an external hip generic product on (B)(6) 2006 and underwent revision surgery due to pain and high crco level in the blood.

Manufacturer narrative:
We did not receive devices, or other source documents for review. The exact manufacturer is unknown. It is reported that we try to contact the surgeon to know what were the devices implanted. Once the exact device and manufacturer is known, an amended medical report will be filed. (B)(4).